Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination exhibits signs of repeated use and has fractured on the medial side of the post. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR¿s were reviewed for deviations and/or anomalies and one non-conformance was found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument was returned fractured. There is no additional information available at this time.